Event description:
The patient was taking an unspecified medication via a humapen ergo teal/clear pen body for an unknown indication. It was unknown if the person operating the device was the patient, or if the operator of the device was trained. The pen was reported to be malfunctioning, with the leadscrew not moving. This humapen ergo complaint is associated with cid00238722. The device was returned to the co. Initial analysis by the affiliate quality control dept found: two broken engagement tabs. The product is out of spec for dose accuracy. Two tab breakage has been shown to to deliver an under dose of insulin. The device is being returned to the MFR for add'l eval.